Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 2-days post operatively, the patient was vomiting blood. The physician examined the patient and found no signs of active bleeding; also the tonsil beds looked good/normal and no blood clots could be seen. The physician is not sure where the bleeding came from. A suction bovie was used for the adenoidectomy but no other device was used in the tonsillectomy part of the procedure. The patient was seen by the doctor, but no surgical intervention was needed because the patient was not actively bleeding nor could a source of the bleeding be seen or determined at the time. Patient came in to be seen because of reported vomiting blood.